Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was firmly attached to the casing. Further inspection found that the ra seal plug was missing. The df-1 plus seal plug was attached. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that there has been chronic intermittent oversensing of noise on the right atrial (ra) lead for an unknown reason. At the previous normal device change out, the physician elected to leave the lead in service. With the new implantable cardioverter defibrillator (ICD) oversensing of noise on the ra channel continued. Several years later during this change out procedure for normal battery depletion, the physician elected to surgically abandon and replace the ra lead. The ICD was explanted and planned. No additional adverse patient effects were reported.